Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder®aaa endoprostheses and excluder® ibe. There were no issues with blood flow on the intraoperative angiography after stent graft placement. The procedure was completed. On an unknown date in (B)(6) 2024, postoperative CT examination showed compression in the external iliac leg of the iliac branch component (ibc). Reportedly abi (ankle brachial index) was within normal range. On (B)(6) 2024, a reintervention was performed, and an additional stent graft was implanted at the left site. The compression on the leg side of the ibc was resolved, but on the other hand, the compression was seen on the gate side of the ibc. The physician determined that there was no problem and the procedure was completed.